Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one 6f launcher guide catheter became stuck in one of the vessel loops at the ostium of the left anterior descending (lad) artery and was unable to reach the lesion. The procedure involved a dialysis patient with highly tortuous arteries. The lesion being treated was severely tortuous and mildly calcified located in the proximal lad with 75% stenosis. The device became twisted and entrapped in the patient vasculature. Difficulties were encountered removing the device from the patient vasculature. The device was withdrawn with force and found to be twisted in its entirety upon removal. It was attempted to advance a second identical device however this also failed to cross the tortuous segment and got stuck at the same location. This device was noted to be slightly less twisted than the first device. Each device was removed with traction/force from the vasculature and there was a concern that each would separate during removal however no detachment occurred. Resistance was felt using each device with the non-medtronic guidewire during insertion using the radial approach and during withdrawal. Resistance was encountered when advancing each device and excessive force was used during insertion/delivery. The devices were excessively torqued. Each device was removed with the guidewire as one system. Each device was inspected prior to use and prepped per IFU with no issues. A non-medtronic guide catheter was then selected and was successfully advanced using the same guidewire without issues. There were no kinks or issues observed with the guidewire before or after use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: during the same procedure four 6f launcher guide catheters became stuck in one of the vessel loops at the ostium of the left anterior descending (lad) artery and were unable to reach the lesion. Difficulties were encountered removing the devices from the patient vasculature. Three devices were excessively torqued. The guidewire was examined and flushed prior to use with no issues noted. The devices were removed with no damage to the patient's vasculature. All devices were inspected with no issues noted. Product analysis: severe deformation was evident to the device, with stretching, twisting, flattening, and kinks evident to the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.